Manufacturer narrative:
Unit had a broken off end cap, missing motor and a damaged electronic assembly. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test, due to physical damage to pump case/electronic assembly and missing motor. Unit also had a cracked belt clip slot.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer reported that upon rushing to change infusion set, customer fell causing insulin pump to crush. Customer's blood glucose was 369 mg/dl. Customer was being taken to the hospital. Customer was not abe to troubleshoot, but was advised that insulin pump would need to be replaced. Customer's blood glucose at the time of call was 403 mg/dl. Customer states that reservoir compartment was damaged and a piece was broken off.